Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia for approximately three days while using the ilet system, with cgm and bgm readings displaying ¿high¿ and caregiver reports that values did not drop below 300 mg/dl; the pump displayed ¿insulin set expired,¿ infusion sets were changed daily, and a guided cartridge and infusion set change was completed, with plans to trial a steel needle set and to consult the healthcare provider. Symptoms included high glucose without associated clinical symptoms. Outcomes included no use of backup therapy initially, later intent to use backup insulin therapy, and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on complete supply replacement and site management. Investigation of this case revealed an unclear cause of the hyperglycemia and no confirmed device malfunction. It was concluded that the event was related to hyperglycemia of undetermined cause with guidance provided to follow up with the healthcare provider and to consider alternative infusion set options.